Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As the device was not returned and a review of all available information, fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on the (B)(6) 2021, the patient suffered from an ica vasospasm at the location of the carrier catheter. It was reported the adverse event was related to the subject catheter used in the procedure. It was reported the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available. After reviewing the additional information received from medical safety on (B)(6) 2023, it was clarified that the spasm is related to a non-stryker catheter. Refer to attached, ¿effect-fr - complications catalyst - batch#2_report#2_correction_reconciliation¿ for reference. There was no malfunction or allegation alleged against the subject catheter. Based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable, and the MDR/mir will be closed as not reportable with an awareness date of (B)(6) 2023.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on the (B)(6) 2021, the patient suffered from an ica vasospasm at the location of the carrier catheter. It was reported the adverse event was related to the subject catheter used in the procedure. It was reported the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.